Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and replace battery alarm. The customer¿s blood glucose level was 9mmol/l at the time of the incident. The customer was assisted with troubleshooting and the display did not return after the pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self-test, active current measurement and displacement test. Insulin pump was monitored for several hours and no blank display, power loss or replace battery alarm noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. However, insulin pump was received with a high sleep current measurement, problem isolated to the printed circuit board.